Manufacturer narrative:
Section d10 and h3: additional information - the pump remains in use however a portion of the external driveline was returned for evaluation updated manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the driveline fault alarms, low speed events, and pump stops that were observed in the submitted log files. A distal end driveline replacement was performed by a technical services representative. Approximately 12.5¿ of the external portion/distal end of the driveline was returned. The driveline was tested for electrical continuity in the condition that it was received and the green wire showed an open circuit during physical manipulation of the driveline. The remainder of the wires did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate layer, and the metal braided shield were then carefully removed from the driveline in order to evaluate the underlying wires. Visual examination revealed that the green wire was broken at the housing of the metal connector. The green wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of repetitive flexing. This damage was bypassed and the remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. This damage to the green wire would have resulted in the driveline fault alarms that were confirmed through the evaluation of the submitted log files. The pump stoppages and hazard alarms that were confirmed through the analysis of the patient's log files would have resulted from a short to ground if the exposed conductors from the wire made contact with the braided shield on either the power module or mobile power unit. The center reported that no driveline faults or low speed events had occurred since the distal end driveline replacement on (B)(6) 2019. The patient was doing well at home. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29nov2016. The hmii lvas instructions for use (IFU) and patient handbook address all system controller alarms (including driveline fault, low flow hazard, and pump off alarms) and how to respond to such events. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events, pump stops, and driveline fault alarms that were associated with the phase 1 hex value being out of specification. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files contain data from (B)(6) 2019 at 14:02 through (B)(6) 2019 at 15:07. Driveline fault alarms were active for the majority of the files (159 total). The driveline fault alarms appeared to be associated with the phase 1 hex value being out of specification. Additionally, low speed events were captured on (B)(6) 2019 at 10:39 and 13:34, resulting in one pump stop at 13:34:19. These events were associated with low speed operation flags, low speed hazard alarms, and low flow hazard alarms. The low speed events only occurred while the patient was supported by the power module. No additional atypical alarms were captured. The account communicated that the patient experienced multiple driveline fault alarms and a red heart alarm when the metal connector end of the driveline was manipulated. The metal connector end of the driveline felt loose as it was being manipulated. The patient was not symptomatic. An external driveline replacement was performed on (B)(6) 2019. On (B)(6) 2019 it was reported that no driveline faults or low speed events had occurred since the distal end driveline replacement on (B)(6) 2019. The patient was doing well at home. The center reported that they did not have the driveline for evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . Although the account reported that the technical services representative took the distal end of the driveline following the repair, it should be noted that the receiving records have been reviewed and driveline serial number (B)(6) was not received. There is no product available for investigation. The hmii lvas IFU addresses all system controller alarms (including driveline fault, low flow hazard, and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple driveline fault alarms. Manufacturer's technical service representative reviewed the log file and observed multiple driveline fault alarms and one low speed operation (2020 rpm). X-ray of the driveline was unremarkable. In follow up log file review, technical service representative observed a red heart alarm with manipulation of driveline metal connector end. They also observed a pump stoppage on (B)(6) 2019. It was reported that during this time the metal connector end of the driveline felt loose as it was being manipulated which indicated a suspected fracture near the metal connector at the end of driveline. On (B)(6) 2019, manufacturer's technical service representative performed an external percutaneous lead replacement from exit site. During on site evaluation, motor stopped events were reproduced with external manipulation near distal end connector while patient was on grounded patient cable. No alarms appeared after the replacement.